Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/protruded motor support disk. No alarms were noted. The insulin pump had a scratched lcd window.

Event description:
The customer reported an alarm during the rewind. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 127 mg/dl. Nothing further was reported.